Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported their recharging antenna burned them when they were charging, the recharger got hot. Patient indicated they did not need medical attention and it was not a 3rd degree burn. It was reported that the implant was taking longer to charge. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who responded back from a follow up letter sent to them. Patient reported that their weight at the time of event was 150 lbs, no specific circumstances led to their ins taking longer to charge. Burning was the issue and the replacement recharger sent resolved that issue.